Event description:
My mother was part of the amplatzer amulet study in 2016. She still had the device when she perished. My mother was admitted to (B)(6) hospital, on (B)(6) 2025, for increased cardiac enzymes with no signs of a heart attack. After a cardiac ultrasound a pedunculated atrial myxoma was discovered in her heart. After giving her blood thinners, she developed a major clot in her left arm and a major clot in her right leg and clots elsewhere in her body. She was placed on comfort care and perished 5 days later.